Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, difficulty walking, loosening, elevated metal ions, metal poisoning, and metallosis. It was further reported that a revision procedure was performed on (B)(6) 2007 and (B)(6) 2008. Review of invoice history indicated the modular head was removed and replaced during the (B)(6) 2007 procedure. Review of invoice history further indicated the modular head was removed and replaced during the (B)(6) 2008 procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2008 due to instability. Operative report further noted the presence of non-purulent fluid. The modular head was removed and replaced with a biomet head and a competitor liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, difficulty walking, loosening, elevated metal ions, metal poisoning, and metallosis. It was further reported that a revision procedure was performed on (B)(6) 2007 and (B)(6) 2008. Review of invoice history indicated the modular head was removed and replaced during the (B)(6) 2007 procedure. Review of invoice history further indicated the modular head was removed and replaced during the (B)(6) 2008 procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03029 / 03030).